Event description:
It was reported the patient got shocked ¿real bad.¿ it was noted the event occurred while the patient was moving a refrigerator into their kitchen near an electric stove. The reporter stated the shock went through on hand, across the chest/heart and out the other hand. The reporter further stated this event happened 4-5 weeks ago. It was noted that patient was shocked again on the day of this report. It was further noted the patient was shocked when they touched the fridge door. The reporter stated they also get light headed and gets a feeling up and down their arm and to their head. It was noted the patient saw their healthcare professional 3 weeks ago and they mentioned the shocking to them. It was further noted the hcp checked the system and did not see anything wrong. It was noted that no one else had been shocked and the patient had not been shocked anywhere else in there house. It was further noted the patient had burn marks on their finger from the shock. The reporter stated they went to hospital and had a CT scan that showed everything seemed ok. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37601, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).